Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer reported experiencing symptoms of headache and trembling; medical attention was not needed at the time of the call. Customer did not provide product information. Coordinator had spoken with customer and transferred information to technician. Technician was unable to contact the customer; no further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache and trembling. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.